Event description:
Rn programmed infusion pump for 16.7 ml to go in over 15 minutes every 8 hours. Within 15 minutes, the pump was alarming as the entire bag of 50ml of ceftazidime had been infused. The pump registered only 11.3 ml as having been infused.